Event description:
The affiliate reported: when emptying the drip chamber, there was an excessive drain 20ml/min , the intracranial pressure looses 10 points, patient sent to scanner. No complication reported. As a result the device will be returned for investigation.

Manufacturer narrative:
(B)(4). Correction was made to the lot number only. An eds iii was returned for evaluation. The investigation of the eds iii did confirm the problem reported by the customer. The lot number is crbbj9, product code 82-1730. -the eds iii was visually inspected, biological debris was found in the drip chamber and the collection bag. The biological debris has come into contact with the filter in the drip chamber. The biological debris was siphoned off with a syringe. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. Purified water flowed into the drip chamber. The drip chamber was then filled up to the 20ml mark with purified water.the system stopcock was then closed. The drip chamber stopcock was opened; the purified water flowed a bit faster than normal, and emptied into the collection bag. This test was repeated 4 times; with the 3rd and 4th test the flow was normal. Review of the history device records confirmed the valve, product code 82-1730, with lot number crbbj9, conformed to the specifications when released to stock on the 5th february 2014. The root cause of the problem reported by the customer could not be determined, as the 3rd and 4th test with the purified water flowed from the drip camber into the collection bag normally. The root cause of the intracranial pressure losing 10 points, could be due to the system stop cock not being turned off when empting the drip camber. Due to the result of the investigation, no corrective action needed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.